Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. The customer's doctor adjusted the pump settings; however, the bg was still high. As the contact was not with the pump or customer at the time of the report, troubleshooting was unable to be performed.